Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system is suspected to be fractured, leading to out of range pacing impedance measurements of more than 3000 ohms, loss of capture (loc) at high capture thresholds and failures in automatic pacing threshold testing. The rv lead was not a boston scientific product. No asystole was noted. The physician re-programmed the cardiac resynchronization therapy pacemaker (crt-p) system to provide left ventricular (lv) pacing and scheduled an in-person check. Additional information received stated the treating physician subsequently elected to replace the crt-p for a competitor device, as the second one would not require rv lead measurements. The location of the crt-p is unknown. No additional adverse patient effects were reported.